Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device cut the tissue? Did the device lock-out (no staples deployed and no cut line started)? Please clarify "endangering the rectal cut.": is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during the procedure performed in the context of peritoneal carcinomatosis of sigmoid origin, the clamp was locked. Impossible to staple and unable to reopen the clamp. Clamp locked in closing. Problem solved by cutting below the clamp with another device (same type of device). Endangering the rectal cut.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57w35. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device cut the tissue? Unk. Did the device lock-out (no staples deployed and no cut line started)? Unk. Please clarify "endangering the rectal cut.": unk. Is the current patient status known? Patient monitored in hospital, no evolution on patient health led by the incident (according to the patient's medical file). Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No indication on the patient's medical file.